Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A technician reported a pt with superficial punctate keratitis (spk), at one day lasik post-operative visit. The reporter indicated pt was prescribed an antimicrobial for several days. At additional postoperative visit spk had resolved. The report references the left eye. An additional report will be filed for the right eye.